Manufacturer narrative:
Visual assessment of the device showed human matter in the cannulation of the handle. There is also a burr at the entrance of the cannulation. Device was tested with a k-wire gage per print specification and was found to fit properly. Additionally a 2.4mm passing pin was introduced into the cannulation and would not fit due to the burr. As reported the device had previously been used without issue. As a result of the information provided and the condition of the device it is highly likely that the device became damaged prior to this incident. After the evaluation the root cause for the reported issue was determined to be user error. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the guide pin would not fit through the device. The device was not used to complete the procedure and a backup device was not available. No patient injury or complications were reported.